Event description:
This 53 year old female had bam procedure in 1976 with implantation of double lumen silicone gel breast implants. The manufacturer of these implants is unknown to this reporting facility. Recent MRI revealed inner lumen rupture but outer lumen intact. Gross exam: the right implant is intact, the left implant has a large disruption and gelatinous material is expressed under gentle pressure. Both capsules show focal foreign body giant cell reaction.